Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated the following: event 1: material no.: 363083, batch no.: 0184336 it was reported that the tube was slightly over filled. Event 2: material no. 363083, batch no.: 0184336 it was reported that the tube was overfilled. Event 3: material no.: 363083, batch no.: 0167176 it was reported that the tube was overfilled. Event 4: material no.: 363083, batch no.: 0184336 it was reported that the tube was overfilled. Event 5: material no.: 363083, batch no.: 0184336 it was reported that the tube was overfilled.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0184336, medical device expiration date: 2021-04-30, device manufacture date:2020-07-02, medical device lot #: 0167176, medical device expiration date: 2021-03-31, device manufacture date: 2020-06-15, medical device lot #: 0167175, medical device expiration date: 2021-03-31, device manufacture date: 2020-06-15. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated the following: event 1: material no.: 363083, batch no.: 0184336. It was reported that the tube was slightly over filled. Event 2: material no. 363083, batch no.: 0184336. It was reported that the tube was overfilled. Event 3: material no.: 363083, batch no.: 0167176. It was reported that the tube was overfilled. Event 4: material no.: 363083, batch no.: 0184336. It was reported that the tube was overfilled. Event 5: material no.: 363083, batch no.: 0184336. It was reported that the tube was overfilled.